Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set did not prime properly. This occurred during priming with an unspecified bottle of albumin in the pharmacy. The reporter stated that the drip chamber was 1/3 full, and the air vent and all the clamps were opened; however, solution did not flow from the drip chamber to the rest of the set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured 05/28/2014 - 05/29/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.